Event description:
The company was informed that the recipient's device was explanted due to suspected device failure. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced sound quality issues and poor performance. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of sound quality could not be verified during this analysis, which was limited in some respects due to the electrode lead being severed prior to receipt. The device passed the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.